Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative. It was reported that when the catheter was repositioned on (B)(6) 2017, a dye study was done to determine where the medication was flowing. It was determined that the medication was flowing midline to the left and right of the space. The healthcare provider (hcp) informed the patient of this. The hcp had since let the patient know that she would not be allowed to get 2 pain pumps. The patient was doing okay but wanted two pain pumps. The manufacturing representative did not know the weight of the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the dye appeared to be flowing midline of the patient¿s spine. The point was to show that the medication was not just flowing on the opposite side of the patient¿s spine.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as non-malignant pain. Past surgical history includes the healthcare provider (hcp) taking their hip bone out to make a fusion for titanium in their back on the left side (pre-existing condition). The patient reported that for whatever reason the pump was not "feeding both sides." The event date is unknown. The patient stated that the hcp had tried 5 times now (numerous attempts) to move the catheter but the patient was only receiving it on the right side. It was reported that the patient's hcp and hcp partners had not dealt with anyone like the patient; for some reason the catheter was not "feeding" both sides of the patient's body and was the first one in all these years. The patient stated that currently as "it stands is only getting relief on the left side and not getting relief on the right side." The patient stated in the beginning they had relief on the right side and the hcp moved the catheter to the left side and it just happened to be on the left side that the patient got the medication. The patient stated that their pain was worse on the left side (pre-existing condition with fusion for titanium). The patient has spoken with a manufacturer representative on (B)(6) 2017, stating that their catheter was revised because the location the hcp had moved it to previously was not working for the patient. It was noted that the last time the catheter was revised was (B)(6) 2017. The patient requested information regarding have a 2nd pump implanted. No further complications were reported/anticipated.